Event description:
Infusaport was implanted in 2006. Failed during the first chemo treatment. Removed and replaced with another infusaport 28 days later. Required patient to be admitted to sds to have a procedure to remove the infusaport and replace with a new one.